Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet, which triggered a dosing stopped condition while dexcom readings continued in the g7 app; troubleshooting included toggling g6/g7 settings, restarting the ilet, reviewing alert history, and allowing time for bluetooth reconnection, after which the sensor successfully reconnected and the system resumed automated correction. Symptoms included shoulder soreness, tiredness, and a sensation of heart beating, with a reported highest glucose of 361 mg/dl during the event. Outcomes included temporary suspension of automated dosing until pairing was restored, after which the device was expected to resume glucose correction within approximately ninety minutes. Troubleshooting included review of device alerts and guided reconnection steps for the cgm-to-pump bluetooth link. Investigation of this case revealed a cgm pairing failure that interrupted dosing and was resolved through standard reconnection procedures, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption between the cgm and the ilet that was resolved through standard troubleshooting.